Manufacturer narrative:
This report is submitted on october 1, 2019.

Event description:
Per the clinic, the patient developed a hematoma at the implant site after 4 days and had a fever. The patient was hospitalised and an infection at the suture site which was treated with oral antibiotics. The implant remains in-situ.

Manufacturer narrative:
This report is submitted march 24, 2020. (B)(4).

Manufacturer narrative:
It was reported that the device was explanted (date not reported). This report is submitted on 02 december 2019.